Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the guide wire is deformed in the catheter while in the vein.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The probable cause of the guide wire kinking could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that the guide wire is deformed in the catheter while in the vein.